Event description:
The physician attempted to place a 3.0mm x 18mm biodivysio stent in the mid right coronary artery. The vessel was 99% stenosed, 3.0mm in size and moderately tortuous. Upon inflation of the balloon, it was noted that the pressure was "poor" inside the balloon. The catheter was inspected and the y-connector was observed to be "unscrewed a bit." The physician was able to tighten the y-connector. The stent was then successfully deployed at 12atms. There was no report of adverse pt event.